Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: lumbar spinal canal stenosis procedure: posterior lumbar interbody fusion (plif) level implanted: l5/s it was reported that intra-op, the driver tip broke when performing final tightening of the last 4 set screws. The fragment could not be detached because it got stuck, and it was cut and removed using air tome. The product came in contact with the patient. No patient symptoms or complication were reported as result of this event.

Manufacturer narrative:
Product analysis result: visual optical dimensional visual inspection of the driver confirmed approximately 3mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter confirmed conformance to print specification. Optical examination of the fracture surface reveals a fairly flat fracture surface and circular material movement. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.